Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device. This occurred during dwell five of five, when the home patient (hp) was connected. The technical service representative (tsr) advised the hp that air has entered the setup and they would need to start over with new supplies. There were no issues found during troubleshooting, which could have cause the reported condition. There was no adverse event indicated at the time of the report. No additional information is available.